Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service status (eos). It was indicated that the battery measurements show the battery voltage decreased faster than expected per the model. It was indicated that this device should be replace and sent back. The icm remains in service and no adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) reached the end of service status (eos). It was indicated that the battery measurements show the battery voltage decreased faster than expected per the model. It was indicated that this device should be replace and sent back. The icm remains in service and no adverse patient effects were reported. The icm was explanted and it has been returned to bsc. No other device was implanted. No additional adverse patient effects were reported.